Manufacturer narrative:
E1 telephone number: (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported an roi-a cage fractured during implantation. The surgeon elected to leave the cage implanted. There were no reported patient impacts.

Manufacturer narrative:
H6: additional method code: 4109. Device evaluation: the device remains implanted, so it was not returned for evaluation. A photo was provided, which shows that the implanted cage is fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported an roi-a cage fractured during implantation. The surgeon elected to leave the cage implanted. There were no reported patient impacts.